Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The ventricular tachycardia was continuous. Although the device was not considered related to the cause, it could not be ruled out. They had an antiarrhythmic drug adjustment. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 due to feeling unwell, symptoms of heart failure and ventricular tachycardia (vt). After admission, defibrillation was performed, and vt stopped but reoccurred after a few minutes. Defibrillation was performed again, and intravenous (IV) amiodarone was started. Due to the patient's hyperthyroidism, amiodarone was discontinued and changed to sotacor. A ramp test was scheduled for (B)(6) 2023 but was postponed due to frequent vt occurrence. On 28nov2023, the setting was changed from single-chamber atrial pacing (aai) 90 to dual chamber pacing 80. Since the vt rate had slowed down to 140-150, it was changed to implantable cardioverter-defibrillator (ICD) on; the vt decreased in frequency.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number vad-(B)(6) and the reported arrhythmia could not conclusively be established through this evaluation. Additionally, a review of the submitted log file confirmed elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. Log files were submitted for review to check pump parameters due to the patient's poor physical condition. The submitted log file captured transient elevations in pump power and flow that appeared to resolve over time. The pump appeared to function as intended for the duration of the file. It was noted that the pump was operating as intended. A ramp test was scheduled for (B)(6) 2023, but was postponed due to frequent vt occurrences. On (B)(6) 2023, the setting was changed from single-chamber atrial pacing (aai) 90 to dual-chamber pacing 80. Since the vt rate had slowed down to 140-150, the ICD was replaced so there was an ability to turn off ventricular therapy if needed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number vad-(B)(6) . No further events have been reported at this time. The relevant sections of the device history records for vad-(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. The IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also lists arrhythmia as a potential late postimplant complication. Section 1 provides an explanation of pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 of the IFU states the system controller provides an estimate of blood flow out of the pump. This estimate is based on pump speed and the amount of power being provided to the pump motor. The relationship between power and flow at any particular speed is mostly linear. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had developed dilated cardiomyopathy (dcm) in 2008 and was hospitalized for heart failure in 2009. At that time sustained vts were observed, and amiodarone was introduced. After that, the patient developed vt frequently and had an implantable cardioverter-defibrillator (ICD) implanted in 2011, prior to left ventricular assist device (lvad). After implantation, they had vt storms, and two ablations were performed. The ICD worked properly several times. Proper operations were also observed after lvad implantation. The ICD was off when the patient was admitted. Due to this the vt in this event was considered therapy related due to amiodarone being discontinued in july 2022 due to concerns about side effects of amiodarone.